Event description:
The nurse found the catheter broken three days after insertion.

Manufacturer narrative:
Add'l info has been requested from the customer. Received one used unit in 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.